Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to diabetes ketoacidosis on (B)(6) 2017 with blood glucose level of 353 mg/dl. The customer experienced symptoms like nausea vomiting and migraine. The insulin pump will not be returned for analysis